Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced withdrawal symptoms including nausea, flu-like symptoms, chills, and a burning sensation over the pump location. The pt fell down the stairs approx three months prior and had experienced symptoms intermittently since that time, about 15 episodes total. It was later reported that the actual residual volume in the pump was greater than the expected residual volume, although no specific values were provided. A pump replacement was planned. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.